Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient was implanted for bowel control, but about a month ago, they started losing control of their bowels and now they couldn't sit up straight because they felt a stabbing pain in their right hip and vaginal area from the electrical shocks. The patient reported that today they had to go home because they were at their granddaughters wedding and their bowel lost control. The patient said they received a call from a manufacturer representative (rep) a month or two ago to make adjustments to their stimulation settings, but they didn't know if that's when the adjustments were made. The patient stated the rep must have done something because ever since then they had lost control. It was reviewed with the patient that stimulation adjustments by reps can not be performed over the phone. The patient stated they wanted their settings back to where they used to be, but they didn't remember what those settings were. The patient was offered assistance over the phone but they opted for in-person assistance. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they had an appointment scheduled with their gastroenterologist next week. An email was sent to the field for visibility.